Manufacturer narrative:
The pump was returned to animas. Moisture damage was observed through the display lens. When an "ezprime" operation was performed the pump emitted a motor error alarm during the load step. Moisture damage was observed on the motor circuitry, force sensor pins, and force sensor housing. The complaint that the pump dispensed insulin on the load step could not be evaluated dur to the moisture damage. Review of the pump history revealed one "no cartridge detected" warning.

Event description:
The pt reported that the pump dispensed insulin from the cartridge during the load step.